Event description:
A healthcare worker complained of burning and skin discoloration on the hands upon removal of a load from a completed cycle. The worker's symptoms resolved within twenty-fours hours and no medical treatment was received. The vaporizer plate was not in place at the time of the event. The staff has been reminded about the importance of the plate being in place at all times.